Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose. However, the exact value was not provided. Reportedly, customer declined to troubleshoot and to provide additional information regarding the event.